Event description:
A port was successfully placed for chemotherapy treatment. Approximately two months post placement it was noted that difficulty was encountered accessing the port. The patient complained of burning sensation during treatment. The catheter was removed and another port was placed for continuation of treatment. No patient complications resulted from this event. This manufacturer is currently evaluating this device. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. The lot number provided by the user facility was not found in the company's database for this product. Therefore, a device history search could not be performed and the company is unable to determine if the device met its specifications. The company believes user technique during access and/or patient anatomy may have contributed to this event. However the company is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.